Manufacturer narrative:
Load cell.

Event description:
It was reported by service report that the scale was giving an incorrect reading. There was pt involvement; however, no adverse consequences are reported.